Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #3). Additional emdrs were submitted to represent the two bard/davol ventralight st meshes (device #1 & device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) and ventrio st on (B)(6) 2012 and/or (B)(6) 2013 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventrio st (device #1). Additional supplemental emdrs were submitted to represent the two bard/davol ventralight st meshes (device #2 & device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) and ventrio st on (B)(6) 2012 and/or (B)(6) 2013 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per op notes, ¿the ventrio st mesh (device #1) was placed in the preperitoneal space and anchored to the fascia with hernia tacker device.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device #1) and implant of ventralight st (device #2). Per op notes, ¿the old mesh (device #1) was dissected free and removed. A large ventralight st mesh (device #2) as sewn to the fascia using sutures.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of mesh (device #2). Per op notes, ¿adhesions from the omentum to the peritoneal surface of the mesh was freed up. The hernia defects were identified and a synthetic mesh was placed and secured using sutures. There was some loose mesh (device #2) present at the midline was excised.¿ (B)(6) 2019 ¿ patient was diagnosed with left lower quadrant incarcerated recurrent incisional hernia thereby underwent robotic repair with the implant of ventralight st (device #3). Per op notes, ¿adhesion were taken down and large portion of synthetic mesh was removed. A ventralight st mesh (device #3) was placed on the defect and secured using sutures.¿